Event description:
Information received regarding the explanted device notes capture anomalies due to high left ventricular thresholds of 7.0 v. When the left ventricular lead tested normal via an analyzer, the pulse generator was replaced. The patient was recovering after the surgery.